Manufacturer narrative:
Sample has been requested but not received in time for this report. If sample is returned, a follow up report will be sent.

Event description:
The event is reported as: the applier would not function properly. It became stuck on vessel during a laparoscopic cholecystectomy. No patient injury reported.